Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's reservoir. The customer states they received motor error alarm and their blood glucose level was over 400mg/dl. The customer treated the high with manual injection. The customer states their reservoir exploded in the pump and was leaking. The customer states they felt the leaking insulin, removed the reservoir, and noticed the crack. The customer believes the pump may be damaged due to the insulin leaking. The pump was not able to rewind. The customer was advised the pump would have to be replaced and returned for analysis. The customer did not have the reservoir on hand. The customer will be returning reservoir at a later time for analysis.